Event description:
This is a report of a patient who experienced an increased intra-peritoneal volume (iipv) event while on the homechoice (hc). When the machine was powered on for therapy, a high drain 105 alarm sounded from the last performed therapy. A swap of the homechoice was initiated. The home patient was advised to use continuous ambulatory peritoneal dialysis (capd) to perform therapy until the new device arrived. The patient was advised to contact their peritoneal dialysis registered nurse (pdrn) and inform them of the event. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the homechoice was identified. A swap for the device was initiated. Upon receipt, an evaluation will be performed to investigate the reported event. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A short simulated therapy was performed on the device successfully. The reported issue was confirmed through an event history log review. The cause was determined an inappropriately set minimum drain volume percent setting too low. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.